Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006, the patient presented with pre-op diagnosis of: postlaminectomy instability l4-5 <(>&<)> l5-s1. Lower extremity radiculopathy and weakness. Herniated nucleus pulposus lumbar spinal stenosis l4-5 <(>&<)> l5-s1. The patient underwent following procedures: revision lumbar laminectomies with medial facetectomies and foraminotomies bilaterally for decompression of dura and neural elements with use of operating room microscope. Tlif using interbody cage at l4-5 <(>&<)> l5-s1. Posterior spinal pedicle screw instrumentation using pedicle screw instrumentation at l4-5 <(>&<)> l5-s1. Posterolateral fusion at l4-5 <(>&<)> l5-s1. Per op notes, ¿..bone graft was carefully packed along the entire aspect of the interspace at l4-5 <(>&<)> l5-s1 along the anterior longitudinal ligament.. Decortication was completely carried out and the soft tissue was carefully removed from the area of fusion and bone graft was carefully packed along this area with excellent amount of bone graft for the posterolateral fusion ..¿ on (B)(6) 2007, the patient presented with pre-op diagnosis of: lumbar fusion , l4-5 <(>&<)> l5-s1. 2) painful deep hardware, l4-5 <(>&<)> l5-s1. Intermittent radiculopathy , l4-5 <(>&<)> l5-s1. The patient underwent following procedures; inspection of fusion at , l4-5 <(>&<)> l5-s1. Removal of deep painful hardware at, l4-5 <(>&<)> l5-s1. Per op-notes, ¿..set screws, pedicle screws and rods were removed ..¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.